Event description:
It was reported that the deep brain stimulation (dbs) patient was unable to swallow solid food due to the deterioration of swallowing. The patient was also experiencing difficulty charging the implantable pulse generator (ipg). It was assessed that due to the difficulty charging the ipg it may have contributed to the patients swallowing issue. The patient was admitted to the hospital where the stimulation and medication would be adjusted. The ipg was not suspected to be the cause of the event but suspect the issue may have been with the charger. Additional information was received that the implantable pulse generator (ipg) was also suspected as being a possible cause of the patient's difficulty swallowing and subsequent hospitalization. It was also indicated that the patient had a long history of illness and seemed natural to assume that the progression of disease may also have been the cause of the patients swallowing difficulty. After hospitalization, the patient underwent rehabilitation and the dysphagia improved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r. Upn: m365db1110c0. Model: db-1110-c. Serial: (B)(6). Batch: 20367242.

Event description:
It was reported that the deep brain stimulation (dbs) patient was unable to swallow solid food due to the deterioration of swallowing. The patient was also experiencing difficulty charging the implantable pulse generator (ipg). It was assessed that due to the difficulty charging the ipg it may have contributed to the patients swallowing issue. The patient was admitted to the hospital where the stimulation and medication would be adjusted. The ipg was not suspected to be the cause of the event but suspect the issue may have been with the charger.